Event description:
It was reported that this pacemaker exhibited loss of capture (loc) on the right ventricular (rv) channel. Technical services (ts) reviewed the reports and confirmed there was loc and noted there was undersensing. Additionally, ts noted that the ventricular pacing induced a short run of ventricular tachycardia (vt). Ts recommended medical review and reprogramming options. The device remains in use. No additional adverse patient effects were reported.